Manufacturer narrative:
The distributor performed a checkout of the equipment and a review of the logs. The display central processing unit was replaced. The distributor also recommended to the customer to replace the batteries. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws.

Event description:
The hospital reported that, during the preoperative checkout, the unit shut down. There was no reported patient involvement.